Event description:
It was reported that a revision surgery was performed following a non-union femoral neck fracture. The surgeon faulted her own technique as she had notched the femoral neck during implantation. The device was not faulted.